Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention may include, but are not limited to, aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2019, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021, at follow up, enlargement of the aneurysm by approximately 1.5 cm, was observed by an angiography. On (B)(6) 2021, a type ii endoleak from a left iliolumbar artery was identified by an angiography. An additional stent graft was preventively implanted to extend the device proximally. The physician attempted to embolize the left iliolumbar artery using coils, but it was not completed due to a difficulty to insert the coils to the left iliolumbar artery. Damage of the left iliolumbar artery was observed by an angiography. The patient's vitals were stable. No coil was implanted. The physician elected to monitor. Reportedly, the damage of the left iliolumbar artery was not related to gore devices.